Event description:
It was reported that the screen to a physician's dell x5 handheld device was frozen at the "interrogation successful" screen. The physician performed a hard reset and the handheld worked properly. No replacement product was requested as the issue resolved with troubleshooting.